Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch report: event description: IV kept reading occluding. Looked at new tubing which was placed in evening. It was found to be leaking at the filter connection. Upon further, assessment tubing was found to be completely detached from filter at distal. No injury reported.